Event description:
A valiant navion stent graft was implanted during the endovascular treatment of a saccular thoracic aortic aneurysm. It was reported that a review of imaging from approximately 3 years post-index procedure identified stent ring enlargement from 30mm to 33mm in the proximal edge. Near aneurysm diameter dilatated from about 28 mm to 30 mm. No change found in distal end. Aortic enlargement from 54mm to 63mm was noted. No endoleak or fracture were observed. Intervention was performed approximately 3.5 months later as a result of these findings. A non-medtronic stent was implanted and deployed from zone 0. Chimney and tevar was performed covering the navion. After this intervention, the aneurysm diameter measured approximately 61mm. No cause was provided. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Core lab review of CT imaging from approximately 3 years post index procedure did not observe any endoleak, fracture, stent ring enlargement or stent ring migration. Core lab review of CT imaging from approximately 3 years 7 months post index procedure did not observe any aortic enlargement, endoleak, stent ring enlargement or stent ring migration, the imaging was non evaluable for fracture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.